Event description:
A customer reported experiencing a cartridge alarm with their insulin pump, which occurred on multiple consecutive occasions. There was no adverse impact on the customer¿s blood glucose level. Since the pump was out of warranty, customer technical support arranged for a replacement pump and sent the customer a loaner pump after receiving the completed loaner pump agreement form.